Event description:
The manufacturer field service technician reported that the device leaked fluid while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event. On 8/6/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to fluid leaks for devices registered under erl product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years.

Event description:
The manufacturer field service technician reported that the device leaked fluid while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.